Event description:
It was reported that during a da vinci-assisted decortication of the right kidney cyst surgical procedure, the fenestrated bipolar forceps instrument tip would not release from tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a bent grip, causing misalignment of the grips. There was a 0.0290¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.